Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The heparin line became disconnected from the tubing set. Estimated blood loss was less than 100 ml. Patient had no adverse effects and no medical intervention was required. Patient completed treatment on another machine. Sample has been discarded.